Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the customer reported issue. Device evaluation noted deep scratches discovered on the lens, damages of image off center due to faulty charge coupled device (ccd) , failed leak test on video connector. Were observed. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, if the camera head is damaged, a component is missing, or you have any questions, do not use the items; immediately contact olympus." P13. Based on investigation results, the complaint was confirmed as damage lens observed. The identified failure is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints about this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Manufacturer narrative:
The device was returned and the investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.

Event description:
It was reported the device had image problem, the lens was cracked. The issue was found at reprocessing. There was no patient involvement, no harm reported due to the event.